Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. No actual device was returned. Since the actual device was not returned, analysis of it could not be performed. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar complaint from other facilities was found. Based on the investigation results, no anomalies were found in the manufacturing records. However, since the actual device was not returned and analysis of it could not be performed, it was not possible to clarify the cause of the occurrence. Relevant instructions for use (IFU) reference: the IFU of this product provides the following information: "warnings and precautions/warnings/ consider the use of systemic heparinization to prevent or reduce the possibility of thrombus formation on the surface of the catheter." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. On the day following a diagnostic cerebral angiography procedure performed on a young patient, the patient experienced a minor cerebral infraction that was not attributable to air embolism. It was unclear whether this event was related to catheter malfunction. A minor ischemic stroke occurred, though causal relationship remained unclear.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Actual devices upon receipt: four unopened devices from the same lot returned by the user. Appearance: no anomalies such as kink or crush were found on each product of the same lot. No anomalies such as damage on the outer surface of each product of the same lot. Function confirmation: water was passed through each product of the same lot, and the condition of the water that had flowed out was checked. No outflow of foreign matter or broken pieces, etc. That could lead to a stroke on each product of the same lot. Confirmation of the hydrophilic coat layer: each product of the same lot was dyed (*), and the condition of the hydrophilic coat was checked. Each product of the same lot was dyed over the entire part of hydrophilic coat. Therefore, it was thought that there were no anomalies leading to a stroke such as peeling of the hydrophilic coat layer. The part where the hydrophilic coat is applied is colored brown. According to the investigation results, no anomalies leading to a stroke were observed in the manufacturing history or in the products of the same lot sent. Also, the condition of the actual device could not be confirmed, and it was not possible to clarify the cause of occurrence and the causal relationship between the event indicated in the complaint and the actual device. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.